Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient alleged that she had pain since the next day of the surgery. The patient still complained of pain 1 month post-operative. As a result, x-rays were taken. It was confirmed that the cage placed at l5-s had been backed out. A revision surgery was performed. The cage was replaced with another one.